Event description:
It was reported that during a da vinci surgical procedure, it was noted that a broken cable was observed on the prograsp forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's grip cable was broken. The grip cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist. Failure analysis investigation also found the instrument's pitch cable was broken. The pitch cable was broken at the distal clevis hub. The cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the instrument's distal pulley had mechanical indentations and burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface of the distal pulley. Failure analysis concluded that the mechanical indentation and burr damage was likely due to mishandling/misuse. Failure analysis also found the instrument's main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks exhibiting light material removal with a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found.